Event description:
The customer stated central monitor system (cns) did not alarm for more than 0.30 seconds from 19:47 - 19:48 when the patient waveform went flat. Reference MFR # 8030229-2015-00154.